Event description:
A customer reported an issue with the t:slim x2 pump battery not charging, which led to a power source alert. There was no adverse impact to the customer's blood glucose level. The issue was resolved prior to contacting technical support by changing charging supplies, after which the pump began charging again, and no further assistance was required.